Manufacturer narrative:
Conclusion: off-label, unapproved or contraindicated use (pre-implant ongoing infection, not implanting a bifurcated system).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 33.3 mm abdominal aneurysm originating in the left renal artery. It was noted that the aneurysm was infected and had caused osteolysis of the vertebra. The physician opted to use a chimney technique with an endurant ii device. It was reported that a ettf2828c70ej was implanted intentionally covering about a half of the right renal artery. Another manufacturer¿s stent was placed in the left renal artery. However, it did not cross the edge of the endurant ii stent graft. A different manufacturer¿s sheath was delivered for overlapped stent implantation, but it became caught on the edge of the first stent implanted in the left renal artery and could not advance further. The sheath was advanced and retracted repeatedly. Eventually a second stent from the first manufacture was implanted without overlap. A third stent from the other manufacture was also implanted in the right renal artery and apposition was achieved with the kissing technique. After touch up was performed rather tightly by kissing, the other manufacturer¿s sheath slipped onto the suprarenal stent. It was noted that it was not pushed. A type ia endoleak was also seen so a etcf2828c49ej cuff was implanted. At this point the physician attempted to remove the other manufacturer¿s sheath, but it was stuck on the suprarenal stent. The physician tried to insert a catheter inside the sheath as well as inflate a balloon. They also attempted to use forceps to pinch the sheath but it became more entangled with the anchor pin(s). Eventually an incision was made in the left auxiliary artery and the sheath was cut with endoscopic scissors. Part of the sheath was removed and part remained caught in the patient. At this point the patient¿s vital signs became abnormal and their blood pressure dropped. An occlusion balloon was inserted to stabilize the patient. A dissection in the external iliac artery was confirmed and another manufacturer¿s stent graft was implanted to treat the issue. On the final angiogram part of the suprarenal stent was found to be turned over and the type ia endoleak remained slightly. The physician decided to complete the procedure without any additional treatment and the event was considered to have resolved. The physician stated that the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.